Event description:
It was reported that during the procedure, this left ventricular (lv) lead exhibited high, out of range impedances. As a result, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure.

Event description:
It was reported that during the procedure, this left ventricular (lv) lead exhibited high, out of range impedances. As a result, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.